Event description:
The customer stated that their lithium controls were running high upon initial run on the c502 analyzer and were within range upon repeat testing. The customer also stated that they received an erroneous result for one patient sample tested for lithium. The customer noted that repeat testing was run with the lithium test by itself. The sample initially resulted as 2.61 mmol/l and this value was reported outside of the laboratory. The physician questioned the initial result, so the sample was repeated. The repeat result of the sample was 1.02 mmol/l and this value was believed to be correct. The patient was not adversely affected. The lithium reagent lot number was 61593101, with an expiration date of 04/30/2017. The field service representative could not determine a cause. He checked for proper internal and external rinse of probes. He also checked for proper dispense of rinse mechanism nozzles. He ran an accuracy test and all results were within specifications. The field application specialist assisted the customer in installing special washes on the analyzer for the lithium reagent. Since completion of this action, there have not been any further issues.

Manufacturer narrative:
The field service representative returned to the site and determined the issue to be caused by a reagent probe. He ran precision studies with the special wash cycles in place. He then performed a mechanism check 20 times, checked the rinse mechanism for proper rinse volumes, checked all wash stations, checked probe alignments, and removed programming of the installed special washes. He ran an additional precision study once the special wash programming had been removed. He adjusted the probe, piercer, and gripper. He ran precision studies after these additional actions. The customer ran controls and these passed.

Manufacturer narrative:
The customer later called back and stated that their controls behaved erratically after the washes had been removed. They have now added the washes back to the system in order to resolve the issue.

Manufacturer narrative:
A field application specialist performed precision testing on the analyzer and this was within expectations.

Manufacturer narrative:
An issue with the reagent and hardware can be excluded. Precision studies showed good precision data for sampling, reagent pipetting, and mixing performance of the analyzer. The system has been checked by service and no issues were found. Problems and or/effects of the sample material and control material can not be completely excluded as a cause of the event. In special cases, it may be necessary for the user to define their own carry over evasion programming. This can be done without risk. The impact of the wash solutions provided by roche diagnostics on the assays has been tested and is acceptable.